Event description:
ICU staff reported device "not functioning" and called ekos help line to troubleshoot the system. Patient was returned to surgery to have the catheters removed. The case continued successfully and no known harm to patient.